Manufacturer narrative:
During follow up no air bubbles were observed. Recommendation was made that the customer prime the tubing as a precaution. Per tandem¿s t:slim g4 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not tighten the luer lock enough and it came unscrewed. There was no impact on the customer's blood glucose levels.